Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 27, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: initial reporter facility name ((B)(6)). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, it was found that the ligator housing was returned with five bands still attached to it and the bands were overlapped. The ligator housing teeth were bent, and the suture was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands attached in the ligator housing were overlapped, and the ligator housing teeth were bent. Although the returned device had broken suture, this most likely occurred when the physician removed the device from the scope; hence, this condition is not considered a failure mode. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 27, 2024: it was noted that no difficulty was experienced upon setting up the device.